Event description:
Event description guidant received information that the pacemaker's sensor was fixed at the maximum sensor rate (msr). On july 18, 2005, guidant issued a notification letter to physicians describing various clinical behaviors associated with an identified failure mode that could compromise therapy delivery several years post-implant. On january 21, 2006, guidant issued another physician notification, which identified a second population of devices that may be susceptible to the same failure mode; this device was included in the second population. Therefore, the decision was made to explant this pacemaker. A new device was implanted without further incident.